Event description:
It was reported that the customer has been experiencing issues with air bubbles with different infusion sets and reservoirs for the last 3 months. Customer noticed that has only had the issue with sets and reservoirs that do not click after being connected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.